Manufacturer narrative:
Concomitant medical products: the therapy date for the following device is unknown: model: 3228; scs lead. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced intermittent heating and alleged burns at the ipg site unrelated to charging. Surgical intervention may be undertaken to address the issue.

Event description:
Additional information received identified the patient's scs ipg was replaced with a new one due to the persistent heating/burning at the implant site.

Event description:
Follow-up identified the alleged burns have resolved; however the heating around the ipg site remains. Surgical intervention is pending.

Event description:
Follow-up identified while heating around the ipg site remains, the patient is taking their own measures to minimize the sensation. There is no further intervention at this time.